Event description:
It was reported that the pump would not power on. No patient injury or involvement were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was cracked on both front corners of top case. A review of the event history log was unable to be performed due to power up problem. During functional testing was unable to power up device at power up. Burned capacitors were found on power supply printed circuit board (pcb). The root cause of the issue was due to the power supply pcb capacitor was burnt at customer site. Replaced power supply pcb and performed preventative maintenance and all functional testing.